Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, several events for the last two months have occurred where the physicians have experienced difficulty in splitting the sheath and deploying the clip. The devices were removed and the clip would be found at the distal end of the sheath. Hemostasis in the events was achieved using manual compression there were no reported adverse patient effects. Though requested, no additional information was provided.